Event description:
Easypump lt 270ml, 10ml/hr product code 4540008 by b braun - patient reports the tubing of the easypump elastomeric device was spilt and medication leaked out of the device near where the tubing exits the elastomeric.